Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis; therefore, the investigation was limited. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle had difficulty administering "20 units" of "nocte lantus" insulin to the patient, and the needle was found bent after use when removing the shield from the pen. It was uncertain if the patient received the full dosage. The following information was provided by the initial reporter: "whilst administering nocte lantus 20 units to patient, the insulin became difficult to administer. Once shield was removed from lantus insulin pen it was noted that the needle piercing the insulin pen was bent. Unsure whether patient has received full 20 unit dose of insulin. Nurse in charge was notified."